Manufacturer narrative:
Pentax model epk-i7010 is classified as import for export, therefore 510k is not applicable. Same model epk-i7010-us is distributed in the USA with 510k k182004. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "epk-i7010 can't recognize the scope. Check scope connection (no.12)" involving pentax model epk-i7010/serial. The event was reported to have occurred prior to use. No further information was provided at the time of the report. The device was returned to pentax and is under inspection.